Event description:
It was reported that the device was unable to be interrogated with radiofrequency (rf) or inductive telemetry. A malfunction of the device was alleged. No intervention was performed, the device remains implanted. The patient was stable.